Event description:
The event occurred in USA during system restore. It was reported that the rpm was unstable/hunting up and down, making the hls test kit noisy. No harm to any person has been reported. As a flow issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in USA during system restore. It was reported that the rpm was unstable/hunting up and down, making the hls test kit noisy. No harm to any person has been reported. As a flow issue, can lead to a pump stop, if the intervention is set by the user, a report is required. A getinge technician was sent for investigation on 2026-06-16. The sensor panel was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device and this component sensor panel, age related aspects can be considered as the most root cause. (The device was manufactured on 2014-06-30 and no sensor panel replacement was performed since than). However, according to the risk file v24 of the cardiohelp device (dms# (B)(4) the following root causes can lead to the reported failure: failure in electronic components of drive component (e.g. Wear/loosening of components) according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2026-06-26 for the period of 2014-06-30 to 2026-06-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-06-30. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "rpm unstable" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2025-06-23 till 2026-06-23). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.